Event description:
A customer reported that refilling the cartridge was difficult, as they were required to fill 10 units even when simply refilling. There was no adverse impact to the customer's blood glucose level. It was determined that no follow-up actions were necessary, and the case was closed without further intervention.